Event description:
Approximately eight months and a week post hvad implantation, the vad coordinator (B)(6) reported that the patient's controller had a cracked blue data port and was unable to connect and download waveforms. The controller was exchanged and returned to the manufacturer for further evaluation. There was no reported injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted. Controller will be return to heartware for further analysis.

Manufacturer narrative:
The pump remained implanted. The controller was returned on (B)(4) 2015 for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the controller met all requirements for release. The reported event was confirmed via on-site inspection of the device by a field representative. Analysis of the devices revealed that the device failed to meet specifications; the controller failed visual inspection and functional evaluation due to a damaged serial port. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is forceful contact with a hard surface, which likely contributed to the event. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.